Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/03/2016, and confirmed a faulty pinch valve pv21 which was sticking, not allowing the needle bellows to drain. The fse replaced the pinch valve, the valve mount and the actuator, resolving the event. (B)(4).

Event description:
The customer reported an uncontained leak of approximately 20 ml of clear fluid from a coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat when the leak was discovered and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.